Event description:
The customer reported that while running hsv, hiv-1 p24 antigen and hepatitis core assays a sample barcode was read as "038g17502" instead of "038k67535". Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field service engineer was dispatched.